Manufacturer narrative:
Preventative maintenance was performed on the gasket and bearing and the device was returned to the user facility.

Event description:
It was reported that the tps micro driver ran in safety mode during set up for a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.